Manufacturer narrative:
Additional information has been requested and, will be submitted upon request accordingly. This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient received hemodialysis treatment and thereafter experienced a cardiac arrest and expired one day later, which is alleged to have been caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
Further attempts to obtain complete complaint details will be made and upon receipt additional information will be submitted accordingly. This is one of two device reports for this event. Related MFR # 1225714-2015-07523, MFR # 1225714-2015-07524.